Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in an undefined location. Customer declined to complete the system check at the time of report, therefore no additional information was available. There was no reported adverse impact.